Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported the implantable neurostimulator (ins) was implanted for occipital headaches. For the last six months the consumer had been having problems with their device because it moved around which caused bruising and neck pain at the ins site. It was further reported the wires from the lead to the ins were too short so it was more prominent.